Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). Hcp reported that patient needed an MRI. Caller stated he was informed on saturday that there was a malfunction with the scs, caller said "the device is moving". Caller then reported a nurse practitioner indicated that there was no malfunction with the scs on day of report. Caller reported a manufacturer representative (rep) came to see the patient and activated MRI mode for the patient. No patient symptoms were reported. No further complications were reported/anticipated.